Event description:
It was reported to resmed united kingdom that an astral device displayed an alarm message indicating a system failure. This message resulted in an alarm which notified the caregiver. The device was not on a pt when the fault occurred, therefore, there was no pt involvement. MFR ref no.: 3004604967-2015-00039.